Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac veins. After the lesion was crossed with a non-bsc wire, pre-dilatation was performed with a 4mm unknown balloon catheter but dilatation was not enough. A 7.0mmx40mmx135cm sterling balloon catheter was then advanced for dilation. However, during second inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.